Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration at a dose of 450 mcg/day via an implantable pump for intractable spasticity. It was reported that the pump had to be explanted on (B)(6) 2016 due to infection. An external catheter was implanted to help wean the patient off their current dosing. Treatment was noted as ongoing. The representative wanted information on how much they could decrease the dose. On (B)(6) 2016, additional information was received from propharma. The patient was hospitalized and the hcp wanted treatment recommendations for a planned decrease in intrathecal baclofen. Another indication for use was given as multiple sclerosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.